Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0286306, device expiration date : 10/31/2025, device manufacture date : 10/12/2020. Lot # : unknown, device expiration date : unknown, device manufacture date : unknown. Initial reporter zip code : (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needle hubs separated from the devices. The following information was provided by the initial reporter : the consumer reported that the needle hub separated and was inside of the shield with 2 boxes of product. Date of event : unknown, samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution ?:yes. D10: returned to manufacturer on: 04-apr-2022 h6: investigation summary customer returned ((B)(4)) loose 3/10cc, 6mm syringes. Customer states that the needle hub separated and was inside of shield. All returned syringes were examined and (B)(4) out of (B)(4) samples exhibited the hub assembly separated from the barrel. A review of the device history record was completed for batch# 0286306. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure CAPA pr1630423 has been opened to address this issue

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needle hubs separated from the devices. The following information was provided by the initial reporter : the consumer reported that the needle hub separated and was inside of the shield with 2 boxes of product. Samples : available